Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, presenting pacing not delivered when required and high pacing thresholds. This lead was successfully replaced by a longer lead. No additional adverse patient effects were reported. According to additional information, the patient experienced a lot of pain and muscle stimulation as a result of the dislodgement.